Manufacturer narrative:
This report is being filed on an international product, list number 193-000 that has a similar product distributed in the us, list number 192-000. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m229755 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 193-000 / lot m229755, test base part number 193-430 / lot m229755. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m229755 showed that the complaint rate is (B)(4)%. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue. However, a possible assignable root cause is patient sample interference. H3 other text : single use, device discarded.

Event description:
The customer reported 8 false positive results with the ID now covid-19 assay for multiple patients performed from (B)(6) 2023 to (B)(6) 2023 and one on unknown date. This MFR. Report addresses false positives with known lot number and is report seven (7) of eight (8). The customer reported false positive results with the ID now covid-19 assay test performed on (B)(6) 2023 on a throat sample. Confirmation testing (pcr) was performed (unknown sample type) and generated negative results. Patient was isolated in single rooms until the pcr results. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. This report is being filed on an international product, list number 193-000 that has a similar product distributed in the us, list number 192-000.

Event description:
The customer reported 8 false positive results with the ID now covid-19 assay for multiple patients performed on (B)(6) 2023 and one on unknown date. This MFR. Report addresses false positives with known lot number and is report seven (7) of eight (8). The customer reported false positive results with the ID now covid-19 assay test performed on (B)(6) 2023 on a throat sample. Confirmation testing (pcr) was performed (unknown sample type) and generated negative results. Patient was isolated in single rooms until the pcr results. No additional patient information, including treatment and outcome, was provided.